Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on lcd board. No weak discoloration on case or damage keypad overlay noted during testing. The insulin pump was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the act button has delay when pressed. The customer reported that the insulin pump wad kind of weak on and around the act button. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.